Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. The t:slim user guide also states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (120-400 mg/dl). Insulin injections were administered to address the bg level. Tandem technical support performed a pump system check. The pump was found to be functioning as expected. The pump am/pm time on the pump was found to be inaccurate. The customer corrected the am/pm. Reportedly, the customer had been using humalog in the cartridge for 2-3 days. The customer had scar tissue on the abdomen and was to change the infusion set site later in the day.